Event description:
The device was returned to the manufacturer for a field action update. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lower case was broken, both bail covers were broken, the atrial and ventricular output connectors were broken, the battery contacts were compressed, the keyboard was stained, and the display was out of specification (missing pixels). (B)(4).